Manufacturer narrative:
Other, other text: b3: date of event, d4:UDI section, h4: manufacturing date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is giving false "no disposable" alarms on a weekly basis. The alarm has been able to be resolved by resetting the pump. No injury has been reported.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A review of the device history records could not be completed as no serial number was provided by the customer.